Manufacturer narrative:
Findings: pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. Visual inspection shows damage is to the display window corner and not the lcd display window and no cracks on the reservoir tube window as reported by the user. (B)(4).

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was 560 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer sent the product back for analysis.